Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and ectopic pregnancy ('ectopic /pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("protracted/irregular bleeding") and menometrorrhagia ("irregular menstrual cycles") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the pelvic pain, ectopic pregnancy, genital haemorrhage and menometrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.